Event description:
Customer reported hospitalization. Customer states that the blood glucose reading is 499 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to flattened dome switch on act button. However, insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage noted on the case.